Event description:
Item labeled as medium sterile gloves on exterior package, when package opened item interior packaging labeled as large sterile and large gloves are present. FDA safety report ID# (B)(4).